Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. Philips fse (field service engineer) couldn¿t duplicate the problem of failed est led. Unit has passed an est twice and return to service. Fse confirmed the unit is ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer calling for support, says while performing est the unit failed led test. There was no patient involvement.